Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to thrombosis of the left anterior trunk. The patient was implanted with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.